Manufacturer narrative:
D3: correction. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log confirmed the customer reported complaint of error code 41171. The exact cause of the error code was not determined as the pump was unable to be started due to a damaged power button. The battery compartment, battery door and power button were all replaced.

Event description:
It was reported that the pump showed "last error code 41171" during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.